Event description:
It was reported thrombosis and stroke occurred. A left atrial appendage closure (laac) procedure was performed using a watchman access system (was) and a 24 mm watchman flx pro laa closure device & delivery system (wds). After the initial deployment of the wds, transesophageal echocardiography (tee) revealed a pedunculated thrombus around the core wire and screw within minutes. The device was fully recaptured, and the thrombus was confirmed on the retrieved wds. A new wds of the same size was then prepared and successfully implanted. Following recovery from general anesthesia, the patient exhibited delayed awakening and minimal movement in the right upper and lower limbs, raising concern for cerebral infarction. The patient underwent MRI the same day, followed by cerebral angiography and thrombectomy. A thromboembolic stroke was diagnosed. The patient remains hospitalized for monitoring.